Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight of the device within specification, yellow particles and deformation. After autoclave cycle was observed: a cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3 ,h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 17-jul-2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and "pulling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side is "pulling", "won't move", and capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade IV.